Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. Root cause aic console undetermined cause not established due to no product return.

Manufacturer narrative:
This follow-up MDR is being submitted to document that the investigation has been reopened, as the device has subsequently been returned to the manufacturer for evaluation. The device has now been received and an evaluation/analysis is ongoing. Upon completion of the investigation, a supplemental report will be submitted to document the final results and conclusions. Section d9 has been updated to reflect that the device was returned to the manufacturer for investigation.

Manufacturer narrative:
UDI number was added as it was omitted in initial report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale for ip 2, console: an impella cp was placed along with the automated impella controller (aic), to support the 43 year old male patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was additionally supported by inotropes and vasopressors, on a vent for respiratory needs. The underlying medical history and comorbidities were not shared. The aic did alarm for placement signal issues and there was issues in getting the purge to function appropriately. The team found the aic would not recognize and prime the purge cassette. The console was swapped out and support proceeded on the replacement aic. The console replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.